Manufacturer narrative:
No complaint was received with the return of the device; failure event observed during analysis. Upon receipt, the device failed to communicate due to low battery voltage. Review of the device image noted a sudden increase in current draw due to a low impedance load. Review of the reset logs indicated a device reset after a high volume of hv charges that occurred within a small period of time. Based on all available parameter and usage information, device longevity was found to be within expected limits. The device was tested on the bench and no anomalies were found. The cause of the low pacing impedance measurements and reset could not be determined. It is believed that these errors occurred post-explant, but due to lack of explant information, this could not be determined. (B)(4).

Event description:
This report is to advise of an event observed during analysis.